Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced anxiety ("anxiety") and panic attack ("panic attack "). Essure was removed. At the time of the report, the medical device removal, anxiety and panic attack outcome was unknown. The reporter considered anxiety, medical device removal and panic attack to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-anxiety, panic attack, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced anxiety ("anxiety") and panic attack ("panic attack ") and underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the anxiety, panic attack and medical device removal outcome was unknown. The reporter considered anxiety, medical device removal and panic attack to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-anxiety, panic attack, medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.